Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20069. Further follow up identified the patient's scs system was explanted and replaced. Reportedly the patient had effective stimulation postoperatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20069. It was reported the patient experienced ineffective stimulation. The patient reported a fall and due to it the patient's occipital leads (off-label) were migrated. A sjm representative tried reprogramming to no avail. Surgical intervention will be taken to address the issue at a later date. The date of event is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.